Manufacturer narrative:
Product analysis: the valve remains implanted. Therefore no device analysis could be performed. The patient was treated with antibiotics and discharged. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The exact event date is unknown. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should additional information be received, a follow-up report will be submitted. (B)(6). (B)(4).

Event description:
Medtronic received information that an unknown duration following the implant of this bioprosthetic valve, the patient was asymptomatic, however echocardiogram results revealed early endocarditis and valve insufficiency. There was no vegetation, but the valve cusps were thickened and immobile. The patient was successfully treated with antibiotics. No further adverse patient effects were reported. The valve remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.